Manufacturer narrative:
Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and an unwanted pacing issue occurred. Pacing was applied at inappropriate timing. V pacing was performed at inappropriate timing (vvi setting was 40 bpm but pacing occurred within 40 bpm). In the middle, vvi setting was removed and the procedure was continued. The procedure was successfully completed without patient's consequence. Additional information: there was unwanted pacing being delivered on patient. The pacing leads were connected primary pacing port and carto® did not allow pacing and ablating at the same time. The nihon kohden corporation pacing stimulator was being used during the procedure. The event was assessed as MDR reportable for unwanted pacing.

Manufacturer narrative:
The investigation was completed on 10-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was unwanted pacing being delivered on patient. The pacing leads were connected primary pacing port and carto® did not allow pacing and ablating at the same time. The nihon kohden corporation pacing stimulator was being used during the procedure. Pacing was applied at inappropriate timing. V pacing was performed at inappropriate timing (vvi setting was 40 bpm but pacing occurred within 40 bpm). In the middle, vvi setting was removed and the procedure was continued. The procedure was successfully completed without patient's consequence. The biosense webster, inc. Field service representative confirmed that the patient interface unit in factory was checked, but this issue was not reproduced. When the biosense webster, inc. Field service representative performed the final check, they found the broken map port and the broken green patch sensor, and the faulty lp-mag tx. They replaced these for solving these parts issue. We explained to the customer that the issue was not reproduced. The system is ready for use. Reported issue was investigated by the device manufacturer. The pacer is not part of the carto system and neither it¿s heart rhythm sensing. Therefore, it is not related to carto and biosense webster, inc. Cannot address this complaint. Non carto issue. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system #50067, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).